Event description:
The customer contact reported that during testing at the user facility, the device audible alarm sound had a dead spot near mid-range when testing the full volume range. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed initial testing at the user facility. The device piezo was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.